Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that difficulty removing a balloon occurred. The 90 % stenosed target lesion was located in the moderately tortuous left circumflex coronary artery (lcx). A non-bsc guidewire was advanced to the target lesion. There were stents in the lcx and in the area from the left main trunk (lmt) to the left anterior descending coronary artery (lad). Treatment was performed in the stenosis area before the stent placement in the lcx. After a non-bsc delivery system was passed through the lesion, a 10 mm x 2.75 mm wolverine coronary cutting balloon monorail was used to dilate the lesion. The wolverine was inflated 5 times at 10 atmospheres and successfully dilated the target lesion. After the 5th dilation, the physician tried to remove the wolverine, but it could not be removed. A non-bsc balloon catheter was advanced and inflated to free the wolverine balloon. The wolverine was removed together with the non-bsc balloon. No patient complications were reported and the patient status was good.

Event description:
It was reported that difficulty removing a balloon occurred. The 90% stenosed target lesion was located in the moderately tortuous left circumflex coronary artery (lcx). A non-bsc guidewire was advanced to the target lesion. There were stents in the lcx and in the area from the left main trunk (lmt) to the left anterior descending coronary artery (lad). Treatment was performed in the stenosis area before the stent placement in the lcx. After a non-bsc delivery system was passed through the lesion, a 10 mm x 2.75 mm wolverine coronary cutting balloon monorail was used to dilate the lesion. The wolverine was inflated 5 times at 10 atmospheres and successfully dilated the target lesion. After the 5th dilation, the physician tried to remove the wolverine, but it could not be removed. A non-bsc balloon catheter was advanced and inflated to free the wolverine balloon. The wolverine was removed together with the non-bsc balloon. No patient complications were reported and the patient status was good. It was further reported that the device became stuck in the are of last inflation. Device evaluated by MFR: based on the potential root causes identified, the following attributes were examined: a visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades, approximately 1mm in length was completely detached from the distal end of the balloon material. The remaining section of blade was undamaged and fully bonded to the balloon material. The complete pad of the blade remained fully bonded to the balloon material. The detached section of blade was not returned for analysis. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. No issues were noted with the blades or pads that could have contributed to the complaint incident. A visual and microscopic examination of the balloon noted that the balloon was unfolded and inflation medium was observed within the balloon material which indicates it had been subjected to positive pressure. No damage or any issues were noted with the balloon material that could have contributed to the complaint incident. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified more than one kink on the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at the time of event: 18 years or older.

Manufacturer narrative:
Age at the time of event: 18 years or older. Media received and reviewed by medical safety: the images provided are consistent with the wolverine stuck in lesion complaint. Interaction between the wolverine microtomes and stent material in the lmt or lcx may have contributed to the difficulty experienced while removing the device. Additionally, the angulation encountered by the balloon during inflation may have contributed to the interaction between the microtomes and the stents. Procedural prolongation to perform additional percutaneous procedures caused by balloon catheter withdrawal difficulty and stuck in lesion are included in the wolverine risk management documentation.

Event description:
It was reported that difficulty removing a balloon occurred. The 90 % stenosed target lesion was located in the moderately tortuous left circumflex coronary artery (lcx). A non-bsc guidewire was advanced to the target lesion. There were stents in the lcx and in the area from the left main trunk (lmt) to the left anterior descending coronary artery (lad). Treatment was performed in the stenosis area before the stent placement in the lcx. After a non-bsc delivery system was passed through the lesion, a 10 mm x 2.75 mm wolverine coronary cutting balloon monorail was used to dilate the lesion. The wolverine was inflated 5 times at 10 atmospheres and successfully dilated the target lesion. After the 5th dilation, the physician tried to remove the wolverine, but it could not be removed. A non-bsc balloon catheter was advanced and inflated to free the wolverine balloon. The wolverine was removed together with the non-bsc balloon. No patient complications were reported and the patient status was good. It was further reported that the device became stuck in the are of last inflation. Device evaluated by MFR: based on the potential root causes identified, the following attributes were examined: a visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades, approximately 1mm in length was completely detached from the distal end of the balloon material. The remaining section of blade was undamaged and fully bonded to the balloon material. The complete pad of the blade remained fully bonded to the balloon material. The detached section of blade was not returned for analysis. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. No issues were noted with the blades or pads that could have contributed to the complaint incident. A visual and microscopic examination of the balloon noted that the balloon was unfolded and inflation medium was observed within the balloon material which indicates it had been subjected to positive pressure. No damage or any issues were noted with the balloon material that could have contributed to the complaint incident. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified more than one kink on the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.